Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had power error alarm during rewind. Customer's blood glucose value was 148mg/dl. Customer stated that pump exposed to high magnetic field greater than 400 gauss. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Unable to verify critical pump error and pump error 35 due to blank display noted.